Event description:
It was reported that the patient had an injury. The patient¿s device was not cutting out so they tried to turn their stimulation down to 0.0v and it was still not turning off. This issue had been present for a couple of months prior to the report. The patient noted that they had been ¿roughed up¿ a couple of months prior to the report, so they wanted to see if there was anything wrong with their device. The patient was still having concerns with their device or therapy at the time of the report but they had not sought further help. An appointment date of ¿(B)(6) 2015¿ was noted. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 97792, lot# n364196, implanted: (B)(6) 2013, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).